Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the storage space was failed, and the customer was not able to recover. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-mar-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that half height enhanced drawers 4.2, 2.2, and 1.1 not detected on the bus. The field service engineer (fse) tested the station in both application and diagnostics modes and performed a full internal inspection. The pyxis bus cable, drawers, retractor bands, row board cables, and solenoid connections were all checked and reseated as needed. Cubie trays were cleaned and debris was removed to ensure proper operation. The system functioned as intended after the field service engineer (fse) resolved the issue.